Manufacturer narrative:
.

Event description:
It was reported that the patient did not have any concurrent illnesses or diseases at the time of death. The patient was receiving vns therapy at the time of death. The patient died (B)(6) 2014. The generator was explanted after death. The believed cause is suspected sudep and cardiomyopathy (dilated) found on autopsy. The death is thought to be unrelated to vns therapy. The patient was found in bed 1 week after he died and his body was in a position suggestive of a seizure. The patient¿s cardiac issues were only made aware to the neurologist after the autopsy. The patient was compliant with aeds. The obituary states that the patient passed away from natural causes at his home in wa. Obituary states there will be no funeral so no funeral home is listed.

Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date.